Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to recurring dislocations. A 36 +5 femoral head and liner were revised to a 28 -4 lfit head and constrained liner. Rep confirmed no further information is available from the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown liner was reported. The event was confirmed via medical review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a revision left total hip arthroplasty because I can see the implant, albeit dislocated. I can also confirm the dislocation since it was visible on the radiograph. Root cause analysis: the root cause of this event cannot be determined with certainty. The root causes of dislocation following revision total hip arthroplasty are multifactorial including surgical technique, restoration of leg lengths, restoration of soft tissue tension, avoidance of impingement and proper positioning of both the femoral and acetabular components. In this case one of his dislocations appeared to be traumatic in origin. Patient lifestyle, activity level, bmi and the ability to comply with postoperative instructions can also be causative. I would not assign any causality to the implant itself." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to dislocation. A review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a revision left total hip arthroplasty because I can see the implant, albeit dislocated. I can also confirm the dislocation since it was visible on the radiograph. Root cause analysis: the root cause of this event cannot be determined with certainty. The root causes of dislocation following revision total hip arthroplasty are multifactorial including surgical technique, restoration of leg lengths, restoration of soft tissue tension, avoidance of impingement and proper positioning of both the femoral and acetabular components. In this case one of his dislocations appeared to be traumatic in origin. Patient lifestyle, activity level, bmi and the ability to comply with postoperative instructions can also be causative. I would not assign any causality to the implant itself." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to recurring dislocations. A 36 +5 femoral head and liner were revised to a 28 -4 lfit head and constrained liner. Rep confirmed no further information is available from the hospital or surgeon.